Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of hospitalization for high blood glucose of 700 mg/dl. Customer indicated that they noticed air bubbles in the tubing during an infusion set change and that they may have changed the infusion set incorrectly. Troubleshooting found that the air bubbles did not come out during priming. Customer indicated that they do not change the infusion site themselves and will wait for family to help with the set change. There was no further information provided by the customer or by troubleshooting.